Event description:
The pump was returned to the MFR when it was replaced. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis. The pump was used to deliver morphine sulfate.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance; motor coil anomaly - broken coil mounting screw. The pump was checked for end of life multiple times; pump duration of 93 months. Testing showed the pump was on the edge of end of life.